Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin1, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving recurring pump error 63. Blood glucose level was 149 mg/dl at the time of incident. Troubleshooting occurred and was able to only clear the first pump error 63. Insulin pump also did not pass self test. Product will be returned for analysis.